Manufacturer narrative:
H6: final analysis - memory loss, "rrt"; mechanism - premature battery depletion; component - battery.

Event description:
Information received from the field does not address the patient's clinical status but notes that before interro- gation was completed, the "position head" message was displayed. Although the device was programmed to dddr mmode two weeks after implant, the printout showed the device to be in vvi mode at the 6 week check. No magnet response was o bserved.